Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No unexpected calibration required messages noted during testing. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. Unit received with cracked reservoir tube lip. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer experienced hyperglycemia. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. The customer stated that lip of the reservoir was cracked and hence reservoir locked in place. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.